Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01us-delsys / expiration date: 28-feb-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No dev rtn to MFR? No. Device mfg date: 24-sep-2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced pericardial effusion and perforation. The leadless implant able pulse generator (ipg) was deployed and then recaptured by the delivery system due to poor thresholds. While attempting to reposition the ipg the patients blood pressure dropped. The leadless ipg was removed and not implanted. The patients chest was opened to repair the perforation. No further patient complications have been reported as a result of this event.